Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the pump was confirmed to be inverted/flipped. The patient was referred to neurosurgery.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. Pump drug information was not reported. It was reported that the hcp was reading the patient's pump for the first time since implant and was unable to read it. Per the hcp, the pump was difficult to palpate and they thought it could be potentially flipped. The hcp tried to read it with the patient's personal therapy manager (ptm) and could not read it with that either. The patient's managing physician planned to bring the patient in to look at the orientation of the pump under fluoroscopy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.